Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past month. Review of the pump history during troubleshooting with tandem technical support showed that the pump battery depleted from 80% to 35% in approximately 24 hours. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.